Event description:
It was reported that the right ventricular lead was explanted and replaced due to dislodgement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).